Manufacturer narrative:
A ge service representative performed an on site investigation. The memory connectors were tightened. The system was tested and operates as intended.

Event description:
The customer reported the stenoscop system was not maintaining the display image. No patient injury was reported.